Event description:
Boston scientific received information that our boston scientific sales representative was called to check this patient as they had experienced a syncopal event for unknown cause or duration. The device was checked and it seemed to be functioning normally. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.